Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device displayed a "red x" while using this set of electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.